Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and was able to replicate the reported event. The company service representative cleaned the illuminator chimney to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator chimney needing to be cleaned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery, illuminator light was very low from multiple ports. The surgeon was able the complete the procedure without any issues with low illumination. There was no harm to the patient.